Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Further information was requested. The biomedical department are not aware of any ventilator shutdown on a patient and like to close the service order. No ventilator logs have been provided and no service on the ventilator has been requested. No investigation has been possible; therefore, the root cause of the reported event has not been determined. A correction of field # d1: brand name, # d4: version or model #, # d4: unique identifier (UDI) # and # h4: manufacture date were required. D1: brand name: previous brand name: servo-u. Corrected brand name: base unit servo-u d4: version or model #: previous version or model #: servo-u. Corrected version or model #: 6694800, d4: unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4). H4: manufacture date: previous manufacture date: 04/05/2018. Corrected manufacture date: 03/29/2018. H3 other text: 4117.

Event description:
It was reported that the ventilator shutdown during use there was no patient harm. Manufacturer's ref #: (B)(4).